Event description:
On (B)(6)2024, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak metal inserter tip broke and was lodged in the patient's glenoid. This was discovered during a procedure on (B)(6)2024. Additional information received on 10/17/2024: this was discovered during a labral repair procedure. All the broken fragments were retrieved. The case was completed using a new ar-3636 knotless 1.8 fibertak. The case was delayed twenty minutes; however, additional anesthesia was not needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-3636 kl 1.8 fibertak, shoulder serial/batch number (B)(6) was received for evaluation. Functional testing cannot be performed as the device was received broken. A visual inspection revealed that the inserter shaft¿s tip was broken off at the anchor interface. A slight bend was noted at the end of the shaft tip. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion. Direction for use. Dfu-0054 at revision 5. Bio-fastak, fastak¿, suturetak® and fibertak® suture anchors g. Precautions. 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 7. Arthrex implant specific instrumentation must be used to insert implantable devices per the recommended surgical technique. Direction for use. Dfu-0404-sub-eo revision 0. To help avoid inserter breakage and potential patient injury: avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.